Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was not detected on the bus. The field service engineer (fse) manually ejected and removed each cubie from main drawer 4.2 and cleaned all five trays to eliminate any debris. The station was then powered down, and replaced the drawer printed circuit board assembly (pcba). Upon powering on, the firmware was updated, and the station was booted and tested using the hardware test application (hta) and passed. The customer successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.